Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvh10) was removed due to infection at tooth location 29. Injury to the nerve was also reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual inspection of the as returned product identified minor signs of use, dried blood inside the implant, dried bone around the implant and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured with calipers (cal1334 cal due: sep 25, 2020) and was verified to match specifications per pd-tsvh10 rev k . A pre-existing condition noted on the per was allograft site, additionally the patient had unknown bone density with inflammation and pain. The reported device was located on tooth # 29 and was implanted for 2 weeks. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1218924). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op: 110-str2) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1218924) for similar events and no other relevant complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection, medical: other) or device (tsvh10). Therefore, based on the available information, device malfunction did not occur and the reported events (infection & medical: other) were non-verifiable. A definitive cause could not be identified.